Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optician reported that there was difficulty extracting the silicone during a vitrectomy surgical procedure. There was no patient harm. Additional information was requested.

Manufacturer narrative:
The customer reported that there was difficulty extracting the silicone during a vitrectomy surgical procedure. There was no patient harm. The company service representative examined the system and no problems were found. The company service representative noted the problem was caused because the user was using sterilized consumables. It was not a problem with the system. The system was manufactured on july 20, 2011. Based on qa assessment, the product met specifications at the time of release. The operator¿s manual includes a warning: sterile consumable medical devices should not be reused (accreditation manual for hospitals, 1982); they are intended for single use only. Improper usage or assembly could result in a potential hazardous condition for the patient. The company assumes no responsibility for complications that may arise as a result of the reuse or improper usage of consumables. The equipment used in conjunction with the system consumables constitutes a complete system. Use of consumables other than company consumables may affect system performance and create potential hazards, and if it is determined to have contributed to the malfunction of the equipment under service contract, could result in the voidance of the contract and/or invoicing at prevailing hourly rates. The root cause of the reported event can be attributed to an external cause, reusing single use products that have been sterilized. The manufacturer internal reference number is: (B)(4).